Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. No motor position encoder error alarm noted on the device alarm history screen.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the pt's sensor insulin pump displayed a motor error. The pt's blood glucose level was 120mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further info is available.